Manufacturer narrative:
No reagent lot numbers with expiration dates were provided. Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. The field service engineer (fse) found a damaged ise cover and a defective ise pinch valve. The fse replaced these and confirmed the system was operating within specification. The customer has had no further issues. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for calcium gen. 2 (ca2) and sodium (na) on a cobas 6000 c501 module. Patient 1 initial na result was 177 mmol/l with a data flag. The repeat result was 280 mmol/l with an invalidating data flag. The sample was repeated on a different cobas instrument and the result was 146 mmol/l. Patient 2 initial ca2 result was 6.27 mg/dl. The repeat result was 9.46 mg/dl.